Manufacturer narrative:
Initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hose (tubing) of a continu-flo solution set separated from the drip chamber. This was observed during preparation of parenteral nutrition during compounding, after the set was connected to the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in february 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the level of the part/raw material auto tail-end sub-assembly. The reported condition of separation was verified. The cause of the leak was due to a defective raw material. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.